Event description:
It was reported the pt had a hard fall onto her device. The pt had no issues with her stimulation immediately after the fall. Two weeks later, the pt was unable to adjust her stimulation. The display showed "call your dr" icon and the eri elective replacement indicator screen. The pt had an appt scheduled with her hcp on (B) (6)2010. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).